Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned treatment/ non-emergency treatment when the issue occurred, the procedure was completed as planned by restarting the device. The philips field service engineer (fse) inspected the system onsite and confirmed that the pedal did not work. Analysis of the system log file showed fdcsib: errors and warning and it confirmed that the hand/foot switches power supply overloaded, power disabled. During troubleshooting, the fse found that the wired footswitch pedal cable was short-circuited internally. The fse replaced the wired footswitch. The defective wired footswitch was returned to philips for further analysis. The analysis confirmed the malfunction of the wired footswitch. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wired footswitch did not work, preventing imaging. No harm has been reported to philips. Philips has started an investigation of this complaint.